Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - malignant pain. It was reported that the device took several hours to charge despite showing "excellent" coupling on the charging screen. It was reported that the device would sometimes show no charge after long periods of using the recharger. It was reported due to the patient's device settings, patient charges her device twice each day. Patient is scheduled to see physician in office on (B)(6) 2019. Issue not resolved at this time. No further complications were reported/anticipated.